Manufacturer narrative:
Required intervention to prevent permanent impairment/damage (devices): the patient's elevated iop was treated with medications: cosopt, spersadex and diamox. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -18.0 diopter, in the patient's right eye (od) on (B)(6) 2017. The patient experienced refractive surprise, elevated iop. In one week post-op, the surgeon stated that the patient has been treated by medications: cosopt, spersadex, and diamox. Multiple attemps to get updated information has been unsuccessful.